Manufacturer narrative:
The investigation product damage (hole in catheter) has been completed. The product was returned and evaluated. The red plug was opened and inspected. There was dried blood found inside the red plug. A puncture hole was found in the catheter between the 75 and 80 cm mark. The root cause of the hole in catheter was use-related. D9 date device returned to manufacturer added. G1 reporting contact email revised on manufacturer device report 1220648-2024-23675 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and there was a leak at the red hub. The fluid was pink tinged. The staff was aware the pump may stop. Support was continued and the patient was successfully weaned. The patient survived the explant.